Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Medical records were provided for review. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve calcification resulting in the valve being explanted was confirmed through the medical records. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over time in the patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo a process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. As reported, "tavr valve with leaflets heavily calcified with impaired leaflet movement consistent with severe prosthetic degeneration, the valve strut is above the level of the valve on the left coronary sinus with significant calcified plaque that may limit transcatheter intervention options; severe circumferential mitral annular calcification." As noted, the patient had a medical history of chronic kidney disease (ckd), diabetes and hyperlipidemia. The ckd and diabetes are known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Hyperlipidemia is a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd). In this case, available information suggests that patient factors (ckd, hyperlipidemia, and diabetes) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on medical records provided. The following sections of this report have been corrected/updated: b1 (report type) and h6 (health effect - clinical code and device code). Additional information received via medical records revealed the 29 mm sapien 3 valve was explanted due to calcification. The valve had developed severe hemodynamic valve degeneration. A cardiovascular computed tomography (cv CT) performed approximately 2 years 11 months post transcatheter aortic valve replacement (tavr) procedure showed the valve with leaflets heavily calcified with impaired leaflet movement consistent with severe prosthetic degeneration. A transthoracic echocardiogram (tte) performed on the day before the explant procedure showed a severely stenosis valve with an aortic valve area (ava) of 0.3 cm2. The patient was presenting with dyspnea. The investigation is still ongoing.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by edwards implant patient registry (ipr), approximately 3 years 11 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the valve was explanted and a surgical valve was implanted. The cause of the explant is unknown at this time.